Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported the patient was in a car accident on (B)(6) 2019. The patient stated that his device worked perfectly until that day. The patient reported it worked when he left the house and then when he got hit it didn't work anymore. The patient reported he was not able to communicate with the device. The screen shows him a nurse hat and call your doctor. He said, there is no error code. The patient reported he is kind of in pain. The patient further reported he never had migraines before the accident and now he does. They want to do an MRI of his head but won't do it until they get an ID card of his device. The patient needs a new healthcare provider (hcp) and physician listings were sent. It was explained to caller the ins devices only last for 9 years and he was past that time. The patient was implanted (B)(6) 2007. However, the patient said the device worked up until the accident. No further complications were reported/anticipated.